Manufacturer narrative:
Additional information will be added as it becomes available.

Event description:
(B)(4). Dealer advised lever that opens and closes the legs will not stay tight after tightening on two occasions.